Event description:
It was reported the patient underwent a spinal surgery. It was reported that the pituitary tip was broken but retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior shaft is broken off at the base of the dynamic jaw. The broken off portion of the jaw is missing and not returned for analysis. Optical examination identified a quasi-brittle fracture, with no indication of fatigue. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.